Event description:
Maude report (B)(4) received on 09/08/10 indicates the following information received from the customer on 07/29/10: ten years after breast implant, the patient reports she was diagnosed with benign multiple sclerosis (ms). The patient's physicians reportedly told the patient the implants were not the problem (visit dates unknown). The patient reports she was seen by a plastic surgeon (date unknown) who reportedly did nothing. Approximately, two years ago the patient reports she became ill, could not walk or use her hands or arms from the elbow down. The patient reports experiencing intense numbness, burning, tingling, and heavy hot sensation 24 hours a day. The patient reports she contacted her ms physician and received steroids without a response. The patient indicated she visited an alternative doctor (unknown). The physician reportedly advised the patient to have the implants removed. The implants were removed in (B)(6) 2010. The patient reportedly has been trying "detox". Reportedly, the alternative physician performed toxic tests. The results reportedly indicated elevated levels of mercury, lead, cadium, barium and gadolinium. The patient reports she is getting a little better, she can sleep at night where she could not before because of the pain and discomfort. Reportedly, the patient is using chelation therapy and she has more use in her hands. The patient reports she continues to experience tingling running down her arms and back of the neck which is the same as the feeling she had in both breasts. The patient reports she has results of the toxic tests and the pathology reports indicating plaster, yellow, brown substance and calcified material found in the breasts. Reportedly the plastic surgeon advised the patient he found nothing and could not remove the capsules. The silicone breast implant surgery was performed in 1980 or 1981.

Manufacturer narrative:
(B)(4). The patient reportedly had surgery (B)(6) 2010 to remove the silicone breast implants and the implants were disposed of after surgery. This complaint is being submitted due to an allegation regarding the breast implant. Baxter is in the process of investigating this report. The product code and lot number are unknown, therefore, information related to the 510k number is unknown at this time.